Event description:
The following was reported initially: when the user responds that the equipment is running, the flow will suddenly drop. After field testing, set the speed to 1500 rpm and clamp the tube with blue pliers. The speed monitored by the equipment is 1475rpm, and the monitored flow fluctuates between 0.96lpm and 1.14lpm. About five minutes or so (users report that this time is not fixed), the monitored traffic suddenly drops to -2lpm, and then slowly rises to a maximum of 0.26lpm (without any operation on the device during the period). (B)(4).

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
Initially it was reported that the flow fluctuates without any operation on the device. The ssu (service and sales unit) informed via communication grid on 2020-04-06 that the provided service document is the final version. According the service document with the number (B)(4) (dated 2020-02-25) the drive was replaced and the unit is operating normally. The reported failure "flow fluctuate" could be confirmed. The most probable root cause is the rotaflow drive was detected as defective. The most possible causes for the reported failure of the console "flow fluctuates" could be determined as: malfunction of the flow measurement system: * zero flow calibration failed; * incorrect flow measurement; * device used out of specification; * software error. The device was used during treatment with no effect of the patient and was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.